Event description:
It was reported that during a procedure that there was loss of capture on left ventricular (lv) lead which resulting in heart rate pause. No changes were done on the left ventricular lead. The patient condition was stable.